Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred occasionally between (B)(6) 2026 and (B)(6) 2026. The sensor was inserted into the abdomen on (B)(6) 2026. On (B)(6) 2026, the patient reported that the cgm was displaying inaccurate readings when compared with a fingerstick bg measurement. At that time, the cgm indicated a glucose value of 170 mg/dl, while the fingerstick bg reading was 220 mg/dl. The patient stated that cgm readings had been erratic and inconsistent. On (B)(6) 2026, the patient experienced symptoms of nausea and vomiting. The cgm reading at the time of symptom onset was unknown. The patient¿s mother transported him to the hospital for evaluation. While at the hospital, the transmitter and sensor reportedly detached. Upon arrival, a fingerstick bg measurement was obtained; however, the patient was unable to recall the specific value and stated only that it was ¿pretty high.¿ the corresponding cgm reading at that time was also unknown. The patient was unable to provide details regarding the diagnosis or treatments received during hospitalization. At the time of reporting, the patient stated that he was not receiving intravenous therapy and expected to remain hospitalized for at least a couple of days. No discharge date was available. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values taken on (B)(6) 2026 fall within the b zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator on (B)(6) 2026. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.